Event description:
Patient with progressive back pain and now l5 left lle (left lower extremity) radiculopathy back into her ankle and top of foot with left foot drop. She had an l5/s1 tlif (transforaminal lumbar interbody fusion) on [date redacted] and had complete resolution of her symptoms post-op. She had resumption of her symptoms that led to imaging which showed posterior migration of her interbody with resultant severe lateral recess stenosis. Given her progressive return of symptoms, we discussed the possibility of returning for surgery to re-position the interbody cage. 5 months post-implantation, the patient underwent interbody cage replacement during inpatient stay due to concern for device malfunction. Device sent to manufacturer. Implant information: spacer surf st 7, medtronic inc 6068073, serial number na, lot number 1007561w, catalog/reference# 6068073 - quantity (1). Screw spinal 6.5x45mm, solera medtronic spine 55840006545, serial number na, lot number na, catalog/reference# 55840006545 - quantity (2). Screw spinal 6.5x40mm, solera medtronic spine 55840006540, serial number na, lot number na, catalog/reference# 55840006540 - quantity (2). Rod spnl 30mm 5.5mm crv, nstrl medtronic spine 1555501030, serial number n/a, lot number n/a, catalog/reference# 1555501030 - quantity (2). Screw breakoff 5.5mm, solera medtronic spine 5540030, serial number n/a, lot number n/a, catalog/reference# 5540030 - quantity (4).